Manufacturer narrative:
Hamilton medical ag ref. (B)(4). The serial number was not provided; therefore, the section d4 titled "primary unique device identification (UDI) number" was not filled in. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "disconnect". No additional details were provided. No harm to the patient was reported. Further inquiries have been sent to the customer to obtain additional details about the reported event.